Manufacturer narrative:
(H3) the broken device reported was likely the result of stress risers introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the devices. However, this cannot be confirmed as the broken impactor tip was not returned for evaluation. The most probable root cause associated with the reported event of ¿broken ¿ retrieved from patient¿ is associated with a partial or full-thickness crack in the device materials.

Event description:
As reported, during a tha revision of 71 y/o male patient for a head liner exchange case, the surgeon when to use the femoral head impactor to impact the real femoral head implant onto the neck of the femoral stem. When using a standard orthopedic mallet he hit the head impactor tool twice before it cracked in half and broke. The head impactor broke in half and fell into the wound. The surgeon removed all pieces. Surgeon had to use different item to impact the head. Patient was last known to be in stable condition following the event. Image received. Sales rep was unable to obtain x-rays. The device is not available for evaluation as it was thrown away on accident during clean up. Customer needs item replaced for cases next week.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The broken device reported was likely the result of stress risers introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the devices. However, this cannot be confirmed as the broken impactor tip was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.